Manufacturer narrative:
No product was returned for evaluation. The ilet logs were reviewed by beta bionics failure investigation department. Data for the described event date of (B)(6) 2024 was reviewed. No instances of malfunction alerts were found in the device engineering logs. A factory reset was found in the logs on (B)(6) 2024 at 4:37pm. Audio setting was found to be logged as "medium" on (B)(6) 2024 and all cgm alerts were not changed from factory defaults (all on). Body weight was not changed after initial setup on (B)(6) 2024, however was reentered after the factory reset. The last cartridge and infusion set change operations prior to the review date were on (B)(6) 2024 at 6:38am. A dexcom g7 sensor session was started on (B)(6)2024. No motor errors were seen to indicate inaccurate dosing relative to delivery requests for insulin. On the evening of (B)(6) 2024, a less than usual meal was announced when cgm glucose was 140 mg/dl and stable. Cgm glucose rose for a period following the meal (above range for ~3 hours) and the ilet dosed insulin in response to the elevated glucose values. Insulin dosing was decreased when cgm glucose began to trend down after peaking at 293 mg/dl and all insulin dosing was suspended when cgm glucose was 229 mg/dl and trending down. Cgm signal was lost when cgm glucose was 111 mg/dl and falling. Basal doses were delivered during the period of cgm downtime as per the functionality of bg-run mode and based on the last available cgm glucose value. The next cgm glucose value available was less than 40 mg/dl, and insulin dosing was suspended again. There is a total of about an hour of time spent below range, but cgm connectivity was sporadic. The hypoglycemic event was resolved after about two and a half hours when connection was restored again and the ilet received a cgm glucose of 124 mg/dl. No evidence of device malfunction was found in the engineering logs. The ilet was behaving as intended and can be seen reacting appropriately to cgm glucose values. The ilet was appropriately triggering device and cgm glucose alerts. No product performance issues were identified. If the product is received at a later date, the complaint will be reopened and investigated accordingly. No anomalies were observed. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. Based on review of the case notes, ilet report, and device logs, the device operated as intended by increasing and decreasing insulin doses in response to cgm glucose levels and triggering device and glucose related alerts appropriately. The assignable cause for this event is the user or their caregiver choosing a meal announcement size that was smaller than what they were eating (either intentionally or unintentionally), resulting in a larger postprandial excursion and increasing their risk for hypoglycemia. The user's medical history presents additional challenges in their use of the ilet, which could have contributed to the severity of this event. The user was appropriately re-educated and the ilet was factory reset.

Event description:
On (B)(6) 2024 a beta bionics clinical diabetes specialist (cds) reported an ilet user experienced a low blood glucose (bg) event resulting in hospitalization. The event occurred on (B)(6) 24. On (B)(6) 2024 a beta bionics customer care agent followed-up with the user about the event. The user reported they experienced low bg around 2am and lost consciousness. The user did not know their exact bg level, but reported it was below 40 mg/dl as their continuous glucose monitor (cgm) read low. The user's husband called an ambulance, and the user was taken to the ER. The user was treated with dextrose and remained in the hospital until (B)(6) 2024. The cds visited the user during their hospital stay. The user's ilet had maladapted due to meal announcement misuse (skipping meal announcements, under announcing, and late announcements). This user has progressive dementia and forgets to announce meals regularly. The patient's husband helps with meal announcements and is well versed on ilet use. However, he is not with the user 100% of the time. The cds conferred with the user, the user's husband, and a clinical diabetes educator (cde) and they decided to resume the ilet knowing the importance of meal announcing. The cds provided re-education, educational materials, and performed a factory reset.